Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative opted to replace the mvs interface cable after which the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic investigation of suspect mvs (umbilical) interface cable confirmed the reported problem was due to an electrical failure of the cable. Umbilical cable failed gbit validator bench testing. Broken cable wire [pin#7] lemo end. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system displayed 2 errors: "framerate error" and "an issue has been detected that may affect navigation accuracy...." To troubleshoot the issue the medtronic representative reconnect the umbilical (mvs interface) cable and rebooted the mobile view station (mvs) and image acquisition system (ias) without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.